Manufacturer narrative:
Patient information is unknown. Implant and explant date not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had open heart surgery on (B)(6) 2017 where the surgeon attempted to use the sternal zipfix system. Inter-operatively, surgeon choose the sternal zipfix implant to close the patients sternum bone. The zip tie would not engage properly or allow for any resistance. Surgeon removed the zipfix implant and chose to use a plate and screws that was available in the operating room to complete the procedure. No fragments were generated during the removal. Surgery was completed successfully with no time delay. Patient is reported in stable condition. Sales consultant has no more information to report on this event. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.